Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: a1, b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: the bone screw drill bit exhibits signs of repeated use (nicked or gouged) and remains lodged in the cut guide. Also performed dimensional analysis, results were within specification. Lot identification is necessary for review of device history records, lot identification was not provided for the drill. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reference report: 0001822565-2021-01453 the product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when dr. (B)(6) was pre-drilling for the tibia, the bone screw drill got stuck in a hole in the cut guide. Attempts have been made, but no further information is available at the time of this report.